Event description:
It was reported that a white particle was found floating in a small volume intermate. This occurred after compounding with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14k024 was manufactured from october 09, 2014 to october 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.